Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir was wet. The customer¿s blood glucose level was 290 mg/dl. Troubleshooting was performed. Customer declined damage in the reservoir or reservoir compartment, she said that all components were present septum, reservoir stopper, snap cap and o ring. The reservoir will not be returned for analysis.